Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported event. The se replaced the 02 sensor and performed extended testing and all passed.

Event description:
It was reported that the ht70 ventilator had an o2 sensor failure warning message during setup. There was no patient involvement reported.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.